Event description:
It was reported that during a da vinci si myomectomy procedure the instrument failed midway. The jaws would not close, to a point where force had to be used to extract the instrument. After surgery, the instruments were inspected and tears in the cable were noted on the mega needle driver. No system error(s) had occurred. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the instrument was found with a frayed cable at the distal idler pulley. Frayed cable section is approximately 0.14 in length. No excessive damage was found on the pulley. The instrument has 8 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. Late submission of this medwatch report is due to a reporting oversight by the complaint specialist.